Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. During procedure, before release, the physician performed stability test and gently performed push and pull stability test, while pushing the cable completely detached from the device. There were no consequences, the device was well positioned and implanted. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of premature separation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of reported premature device separation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.